Event description:
Patient presented to the physician with pain at the chest incision site and armpit after weight loss. Physician brought the patient into the or and removed the entire inspire system.